Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge change error message occurred. Additionally, it was reported that multiple, intermittent occlusion alarms occurred and that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Customer's blood glucose level was 188 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.